Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an episode of getting dizzy while on his power module. His wife connected him to batteries and he felt better. They reconnected him to the power module and no further issue have been reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.